Event description:
Reported by litigation from corporate counsel. Patient underwent a cervical cold knife conization procedure, and that the patient suffered severe burn injuries to bilateral buttocks. Additional treatment provided.